Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was observed that the left ventricular lead was unable to capture. Diagnostic imaging was performed to confirm dislodgement. The device was reprogrammed to resolve the issue. The patient experienced no consequences and was in stable condition.